Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. The customer stated that they have been in auto mode and they were under the impression that auto mode would bring their high blood down automatically. The customer stated that they did not and should not exit auto mode in order to treat. The customer also stated that this was marketed as an artificial pancreas and it fails all the time. Customer's outcome pertaining to the complaint. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.